Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during follow-up. High threshold on the rv lead was observed. The lead was explanted and replaced. The patient was in good condition.